Event description:
The customer reported inaccurately low blood glucose readings with test strips, lot #1j59b. She opened the bottle approx. 2 weeks ago and immediately began using the test strips. All of her blood glucose readings were between 90-120 mg/dl which is lower than her usual range of 150-220 mg/dl with other brand strips. She thought she was controlling her diabetes well, but approx. 2 days ago she began having pain in her feet. She stated that this one of the symptoms she gets when her blood glucose level is high. When her feet hurt, her blood glucose level is usually around 220 mg/dl with the other brand test strips. The code was correctly in the customer's meter. The desiccant is in the bottle of test strips. The customer performed a normal control solution test and the result was 140 mg/dl versus a normal control solution range of 108-162 mg/dl. She stated that her solution is almost expired and it may be past the use life date. She did not have any other normal control solution to perform another test. A check strip test yielded a result of 74 versus a check strip range of 66-89.